Event description:
Reporter applied to left hip at 11:00pm in the evening and went to bed and read for an hour. She went to sleep and woke at 4:00am with a 2nd degree burn on her hip. She did not sleep on it because she couldn't lay on her left side at that time. She has seen doctor 6 times, and has had to wash and put sulpha medicines on it twice a day since 2007.